Event description:
It was reported that during a ptca procedure, the crosssail dilatation catheter was inflated to 8 atm. On the second inflation, at approx 10 atm, a balloon rupture was noted. Due to the balloon rupture, a vessel pinhole rupture was noted, as media was noted to be leaking outside the pt's vessel. Another balloon catheter was used to aid in the dilatation of the lesion, as well as to stop the bleeding. The procedure was finished without any blood pressure decrease or any symptoms of the pt.